Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a liver transplant the clip applier malfunctioned multiple times, the clips would not load completely. The clip applier was immediately replaced and the surgery proceeded. There was no patient injury.